Manufacturer narrative:
The sample is indicated as returned to argon for investigation. A follow-up report will be submitted upon investigation completion.

Event description:
PICC was unable to be flushed during insertion. Was able to draw back blood, but not able to flush. PICC had to be removed and another insertion attempt had to be made. The PICC was removed, but it was a hard withdrawal requiring a 2nd PICC rn to assist. The full catheter was removed. After removal, still could not flush catheter but could draw back on line. Prior to insertion, the PICC was flushed with 7-8 ml of heparinized fluid. There were no defects noted during this time and it flushed well. This is not the usual product used for PICC lines and is a sub product.

Event description:
PICC was unable to be flushed during insertion. Was able to draw back blood, but not able to flush. PICC had to be removed and another insertion attempt had to be made. The PICC was removed, but it was a hard withdrawal requiring a 2nd PICC rn to assist. The full catheter was removed. After removal, still could not flush catheter but could draw back on line. Prior to insertion, the PICC was flushed with 7-8 ml of heparinized fluid. There were no defects noted during this time and it flushed well. This is not the usual product used for PICC lines and is a sub product.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed signs of use by the presence of bodily fluids inside the hub of the catheter. An attempt to flush the catheter failed. Therefore, this complaint was confirmed. The luer was soaked in alcohol overnight and a second attempt to flush was successful. The most probable cause for the reported issue was most likely due to the presence of bodily fluids in the hub of the catheter and in the catheter tubing. There have been no other complaints regarding this issue with this lot number. Since the reported issue was most likely related to the user environment and not a manufacturing error, no corrective action will be taken at this time. Argon will continue to monitor for reoccurrences.